Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review, and a complaint history review for the discrepant results involving the non-rsv and non-flu b targets. Customer result log files were reviewed. The validity of the runs met assay specification requirements, and no error codes or flags were displayed for the run controls. The device history records (DHR) review, CAPA review, and complaint history review was performed. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. This DHR , CAPA, and complaint review did not identify any issues associated with alinity m resp-4-plex amp kit (list 09n79-090) lot 531612 for the non-rsv and non-flu b targets. Based on the results of the investigation, the product requirements continue to be met for this lot for the flu a target of the alinity m resp-4-plex assay. The elevated complaint investigation confirmed that this complaint is the same event identified in a nonconformance for an increase in weak/late rsv and/or flu b positives observed on specific lots of the alinity m resp-4-plex assay (list 09n79-090 and 09n79-096) resulting in false positive and negative control reactive samples. Technical product support testing indicates there has been an increase in false positive rate for the flu b and rsv targets, with several lots exceeding the product requirement of "for the negative panel members, 98% or greater of replicates shall report a negative result for flu a, flu b, rsv, and sars-cov-2 (negative rate greater than or equal to 98%)" per alinity m resp-4-plex assay product requirements for rsv and flu b. This study also demonstrates no significant impact to sars-cov-2 or flu a targets. For these specific lots of alinity m resp-4-plex assay (list 09n79-090 and 09n79-096), a product deficiency was identified. The following mdrs were also reported as related to fa-am-nov2022-283: 3005248192-2022-00709 follow up report 1. 3005248192-2022-00744 follow up report 1. 3005248192-2022-00765 follow up report 1. 3005248192-2022-00796 follow up report 1. 3005248192-2022-01095. 3005248192-2022-01096. 3005248192-2022-01097. 3005248192-2022-01098. 3005248192-2022-01099. 3005248192-2022-01100. 3005248192-2022-01101. 3005248192-2022-01102. 3005248192-2022-01103. 3005248192-2022-01104. 3005248192-2022-00716 follow up 01. 3005248192-2022-00791 follow up 01. 3005248192-2022-00735 follow up 01. 3005248192-2022-00705 follow up 01. 3005248192-2022-01123. 3005248192-2022-01124. 3005248192-2022-01125. 3005248192-2022-00752 follow up 01. 3005248192-2022-00753 follow up 01. 3005248192-2022-00743 follow up 01. 3005248192-2022-00719 follow up 01. 3005248192-2022-00978 follow up 01. 3005248192-2022-00979 follow up 01. 3005248192-2022-00980 follow up 01 3005248192-2022-00937 follow up 01. 3005248192-2022-01017 follow up 01. 3005248192-2022-01018 follow up 01. 3005248192-2022-01148. 3005248192-2022-00934 follow up report 1. 3005248192-2022-00942 follow up report 1. 3005248192-2022-00943 follow up report 1. 3005248192-2022-00944 follow up report 1. 3005248192-2022-00945 follow up report 1. 3005248192-2022-00946 follow up report 1. 3005248192-2022-00920 follow up report 1. 3005248192-2022-00921 follow up report 1. 3005248192-2022-00922 follow up report 1. 3005248192-2022-00923 follow up report 1. 3005248192-2022-00924 follow up report 1. 3005248192-2022-00925 follow up report 1. 3005248192-2022-00926 follow up report 1. 3005248192-2022-00927 follow up report 1. 3005248192-2022-00928 follow up report 1. 3005248192-2022-00929 follow up report 1. 3005248192-2022-00930 follow up report 1. 3005248192-2022-00931 follow up report 1. 3005248192-2022-01198. 3005248192-2022-01199. 3005248192-2022-01200. 3005248192-2022-00707 follow up report 1. 3005248192-2022-00757 follow up report 1. 3005248192-2022-00718 follow up report 1. 3005248192-2022-00964 follow up report 1. 3005248192-2022-00965 follow up report 1. 3005248192-2022-00966 follow up report 1. 3005248192-2022-00967 follow up report 1. 3005248192-2022-00968 follow up report 1. 3005248192-2022-00969 follow up report 1. 3005248192-2022-00970 follow up report 1. 3005248192-2022-00971 follow up report 1. 3005248192-2022-00798 follow up 01. 3005248192-2022-01206. 3005248192-2022-00800 follow up report 1. 3005248192-2022-00801 follow up report 1. 3005248192-2022-00742 follow up report 1. 3005248192-2022-00883 follow up report 1. 3005248192-2022-00884 follow up report 1. 3005248192-2022-00885 follow up report 1. 3005248192-2022-00886 follow up report 1. 3005248192-2022-00887 follow up report 1. 3005248192-2022-00888 follow up report 1. 3005248192-2022-00889 follow up report 1. 3005248192-2022-00890 follow up report 1. 3005248192-2022-00891 follow up report 1. 3005248192-2022-00892 follow up report 1. 3005248192-2022-00893 follow up report 1. 3005248192-2022-00894 follow up report 1. 3005248192-2022-00895 follow up report 1. 3005248192-2022-01207. 3005248192-2022-01223. 3005248192-2022-00899 follow up report 1. 3005248192-2022-01239. 3005248192-2022-01241. 3005248192-2022-00878 follow up 01. 3005248192-2022-00879 follow up 01. 3005248192-2022-00880 follow up 01. 3005248192-2022-00881 follow up 01. 3005248192-2022-00882 follow up 01. 3005248192-2022-00907 follow up 01. 3005248192-2022-00908 follow up 01. 3005248192-2022-00909 follow up 01. 3005248192-2022-00910 follow up 01. 3005248192-2022-00911 follow up 01. 3005248192-2022-00794 follow up 03 3005248192-2022-00804 follow up 01. 3005248192-2022-00912 follow up 01. 3005248192-2022-00913 follow up 01. 3005248192-2022-00810 follow up 03. 3005248192-2022-00811 follow up 02. 3005248192-2022-00812 follow up 02. 3005248192-2022-00813 follow up 01. 3005248192-2022-00816 follow up 01. 3005248192-2022-00817 follow up 01. 3005248192-2022-00818 follow up 01. 3005248192-2023-00002. 3005248192-2023-00005. 3005248192-2022-00823 follow up 01. 3005248192-2022-00824 follow up 01. 3005248192-2022-00825 follow up 01. 3005248192-2022-00826 follow up 01. 3005248192-2022-00827 follow up 01. 3005248192-2022-00828 follow up 01. 3005248192-2022-00830 follow up 01. 3005248192-2022-00831 follow up 01. 3005248192-2022-00833 follow up 01. 3005248192-2022-01022 follow up 01. 3005248192-2022-01023 follow up 01. 3005248192-2022-01024 follow up 01. 3005248192-2022-00835 follow up 01. 3005248192-2022-01025 follow up 01. 3005248192-2022-01026 follow up 01. 3005248192-2022-01027 follow up 01. 3005248192-2022-00837 follow up 01. 3005248192-2022-00839 follow up 01. 3005248192-2022-00840 follow up 01. 3005248192-2022-00842 follow up 01. 3005248192-2022-00843 follow up 01. 3005248192-2023-00006. 3005248192-2022-00844 follow up 01. 3005248192-2023-00007. 3005248192-2022-00846 follow up 01. 3005248192-2022-00847 follow up 01. 3005248192-2022-00848 follow up 01. 3005248192-2022-00849 follow up 01. 3005248192-2022-00851 follow up 01. 3005248192-2022-00852 follow up 01. 3005248192-2022-00853 follow up 01. 3005248192-2022-00855 follow up 01. 3005248192-2022-00856 follow up 01. 3005248192-2022-00862 follow up 01. 3005248192-2022-00866 follow up 01. 3005248192-2022-00869 follow up 01. 3005248192-2022-00870 follow up 01. 3005248192-2022-00875 follow up 01. 3005248192-2022-00877 follow up 01. 3005248192-2022-01108 follow up 01. 3005248192-2022-01119 follow up 01. 3005248192-2022-01120 follow up 01. 3005248192-2022-01121 follow up 01. 3005248192-2022-01122 follow up 01. 3005248192-2022-00983 follow up report 1. 3005248192-2022-00955 follow up report 1. 3005248192-2022-01111 follow up 01. 3005248192-2022-01112 follow up 01. 3005248192-2022-01113 follow up 01. 3005248192-2022-01114 follow up 01. 3005248192-2022-01064 follow up 01. 3005248192-2022-01065 follow up 01. 3005248192-2022-01066 follow up 01. 3005248192-2022-01030 follow up 01. 3005248192-2022-01031 follow up 01. 3005248192-2022-01032 follow up 01. 3005248192-2022-01033 follow up 01. 3005248192-2022-01034 follow up 01. 3005248192-2022-01035 follow up 01. 3005248192-2022-01036 follow up 01. 3005248192-2023-00014. 3005248192-2023-00015. 3005248192-2022-01019 follow up 01. 3005248192-2022-01028 follow up 01. 3005248192-2022-01115 follow up 01. 3005248192-2022-01116 follow up 01. 3005248192-2022-01117 follow up 01. 3005248192-2022-01118 follow up 01. 3005248192-2022-01128 follow up 01. 3005248192-2022-01129 follow up 01. 3005248192-2022-01139 follow up 01. 3005248192-2022-01140 follow up 01. 3005248192-2022-01141 follow up 01. 3005248192-2022-01143 follow up 01. 3005248192-2022-01144 follow up 01. 3005248192-2022-01145 follow up 01. 3005248192-2022-01146 follow up 01. 3005248192-2022-01147 follow up 01. 3005248192-2022-01057 follow up 01. 3005248192-2022-01058 follow up 01. 3005248192-2022-01059 follow up 02. 3005248192-2022-01060 follow up 02. 3005248192-2022-01061 follow up 03. 3005248192-2022-01062 follow up 03.

Manufacturer narrative:
Elevated complaint investigation will be initiated. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinty m resp-4-plex amplification reagent kit (list 9n79-90) is similar to the alinity m resp-4-plex amplification reagent kit (list 9n79-96) sold in the united states. Ticket does not reference a us list 9n79-96 lot number.

Event description:
The customer reported falsely detected alinity m resp-4-plex result for 17 patients with the rsv target. The customer also noted that there was a reactive negative control (error code 9193) for the rsv target on 6 nov and 14 nov. In troubleshooting the issue, the abbott field service representative reviewed customer run data and identified 17 samples with cn values between 38.53 and 41.41; the customer does not believe any result in that range to be truly positive, given that they have tested "about 8" [sic] of them on their alternative platform (siemens), and they were consistently negative. The lab is not emitting any positive rsv results out if the cn is "too high" (what they consider too high, has not been specified). Review of the amplification curves by the field service representative identified that the curves were not sigmoidal. There was no report of impact to patient management. The following seventeen samples were identified by the abbott field service representative: run date 11/03/2022 with reagent lot 531612 sid 3119297012 rsv result 38.81 cn, run date 11/03/2022 with reagent lot 531612 sid 3119213001 rsv result 38.93 cn, run date 11/03/2022 with reagent lot 531612 sid 3119217274 rsv result 39.44 cn, run date 11/04/2022 with reagent lot 531612 sid 3119217452 rsv result 39.88 cn, run date 11/04/2022 with reagent lot 531612 sid 3119217461 rsv result 40.96 cn, run date 11/04/2022 with reagent lot 531612 sid 3119217471 rsv result 40.84 cn, run date 11/04/2022 with reagent lot 531612 sid 4119217304 rsv result 41.24 cn, run date 11/05/2022 with reagent lot 531612 sid 5119217048 rsv result 40.84 cn, run date 11/05/2022 with reagent lot 531612 sid 5119217307 rsv result 40.40 cn, run date 11/05/2022 with reagent lot 531612 sid 5119217311 rsv result 40.24 cn, run date 11/06/2022 with reagent lot 531612 sid 6119214006 rsv result 39.52 cn, run date 11/08/2022 with reagent lot 531612 sid 8119217154 rsv result 38.57 cn, run date 11/08/2022 with reagent lot 531612 sid 8119217228 rsv result 38.53 cn, run date 11/08/2022 with reagent lot 531612 sid 8119217368 rsv result 40.38 cn, run date 11/09/2022 with reagent lot 531612 sid 9119214005 rsv result 41.29 cn, run date 11/09/2022 with reagent lot 531612 sid 8119213007 rsv result 41.41 cn, run date 11/09/2022 with reagent lot 531612 sid 8119213006 rsv result 38.72 cn. This incident is being reported to FDA because the incident occurred in italy using the alinity m resp-4-plex assay, list number 9n79-90, which is the same/similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval. The customer experienced this issue on multiple run dates. As such, the following mdrs will be submitted associated with the following run dates: 3005248192-2022-01057 run date 03 nov 2022, 3005248192-2022-01058 run date 04 nov 2022, 3005248192-2022-01059 run date 05 nov 2022, 3005248192-2022-01060 run date 06 nov 2022, 3005248192-2022-01061 run date 07 nov 2022, 3005248192-2022-01062 run date 08 nov 2022, 3005248192-2022-01063 run date 09 nov 2022.